Event description:
The article, "implantation of a sutureless aortic valve into the ring of a mechanical valve: an extreme solution for extreme cases", was reviewed. The article presented a case study of an 81-year-old female patient with a history of atrial fibrillation, arterial hypertension, hyperlipidemia, and hypothyroidism. It was reported that on unknown date, a 23mm st. Jude/abbott aortic mechanical heart valve was successfully implanted. On an unknown date 20-years post-procedure, the patient presented with progressive dyspnea. Diagnostic workup revealed severe aortic stenosis, moderate aortic regurgitation, and impaired mobility of one of the leaflets of the mechanical aortic valve. A decision was made to perform a surgical valve-in-valve procedure by removing the mechanical valve leaflets and a size s sorin perceval sutureless aortic valve was implanted into the retained ring of the mechanical valve. During intervention procedure, mechanical valve inspection revealed formed thrombi obstructing the leaflet of the valve. The patient's postoperative course was prolonged due to a sternal wound infection but the patient was eventually discharged home. A follow-up transthoracic echocardiogram showed excellent function of the artificial aortic valve. [The primary and corresponding author was petrovic rene, university medical centre maribor, ljubljanska ulica 5, 2000 maribor, slovenia, with corresponding e-mail: rene.petrovic@gmail.com].

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "implantation of a sutureless aortic valve into the ring of a mechanical valve: an extreme solution for extreme cases" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article, implantation of a sutureless aortic valve into the ring of a mechanical valve: an extreme solution for extreme cases. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: implantation of a sutureless aortic valve into the ring of a mechanical valve: an extreme solution for extreme cases.